Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One used sample was available for evaluation. Visual inspection, pressure testing, and functional testing did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a one-link needle free IV connector for clotting issue (addressed in a separate report), an additional sample was returned. Baxter product surveillance representative contacted the customer and it was learned that this sample began clotting at the injection site during a blood draw. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.